Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the patient stated she "felt funny", speech was slurred and was throwing up. The patient bought a bg meter and the bg reading was 400-500 mg/dl while the cgm was 50 mg/dl. The patient drank soda and experienced frequent urination. The patient was taken to the emergency room by her sister. At the ER, the bg was 800 mg/dl while the cgm was showing 55 mg/dl. The patient was treated with 2 bags of fluids for hydration and 10 units of insulin. The patient was in the hospital from 7:40pm to 12:00am. At the time of the report, the patient was doing okay. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.